Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges were not fitting onto the pump. Additionally, multiple cartridge change error messages occurred with multiple cartridges during the loading process. Customer¿s blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.